Manufacturer narrative:
Additional products: d1: heartware ventricular assist system controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 31-aug-2019 / serial #: (B)(6). D9: no. H3: no. H4: mfg date: 06-aug-2019. H5: no. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the controller exhibited a controller fault alarm due to internal battery end of life and a power-up indication, signaling a loss of power. It was further reported that the ventricular assist device (vad) exhibited parameters above the normal range. Additionally, the patient reportedly made an accidental double disconnect while changing the battery at home. The patient had previously received lysis therapy for thrombus, and similar symptoms have resurfaced, including slightly increased power usage. The patient's international normalized ratio (inr) was 2.5 during the controller exchange. The controller was exchanged, and vad remains in use.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) (B)(6) and one (1) controller ((B)(6)) were not returned for analysis. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. Log file analysis revealed consistent power consumption above normal operating range throughout the analyzed period; however, no high watt alarms were logged. Log file analysis associated with (B)(6) revealed one (1) controller fault alarm was recorded on 23/jul/2025 at 07:24:11, indicating an issue with the internal battery. The controller was in use for more than two (2) years. Review of the event log file revealed one (1) controller power-up and associated vad start event was logged on 23/jul/2025 at 06:50:48, indicating a loss of power to the controller. The data point prior to the loss of power revealed (B)(6) was connected to power port one (1) with 49% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 95% rsoc. The data point after the loss of power revealed that (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2). The controller was without power for nine (9) seconds. No anomalies were recorded leading up to the loss of power. As a result, the reported controller fault alarm, loss of power event and the high power event were confirmed. Applicable risk documentation, experience with events of similar circumstances, and the available information were considered; possible root causes of the reported controller fault alarm event may be attributed, but not limited, to a reduced charge capacity of the internal battery and/or a faulty internal battery charger integrated circuit. The most likely root cause of the loss of power event can be attributed to the reported double disconnection of both power sources, as described in the event details. CAPA pr00551638 investigated controller losses of power. Even though this CAPA is now closed,(B)(6) falls in scope of this CAPA. Based on the available information, the device may have caused or contributed to the reported event. Based on the available information and historical review of similar events, the most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. Per the instructions for use, thrombus is a known potential complication associated with the implantation of a vad. Based on a review of past adverse events for this patient, it was noted that the patient had a history of thrombus events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications, and the patient's complex post-operative course. There are possible patient, pharmacological, and procedural factors that may have contributed to this event. Additional products: d1: controller d4: (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that although, slightly elevated energy consumption it was for the clinic a sign of thrombus risk, but no im aging was performed to determine the location of the thrombus. The patient's condition was good after the controller change and therefore the patient was sent home.

Manufacturer narrative:
A supplemental report is being submitted as additional information has being received for this event and sections have been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.